Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the ultrasound gastrovideoscope exhibited a foreign object that came out of the balloon channel due damage on the balloon water tube the cleaning brush insertion failed. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field: h3, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the presumable cause of the event defective insertion of the brush with the balloon channel could not be identified, whereas it is presumed that the event foreign object came out of balloon channel occurred due to phenomenon defective insertion of the brush with the balloon channel. However, a definitive root cause for the events could not be determined. The following is included in the instructions for use (IFU): chapter 6: application and conditions of cleaning, disinfection, and sterilization. Chapter 7: procedure of cleaning, disinfection, and sterilization. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.